Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative. The patient stated she was not able to charge the ins. She tried to charge for 4-6 hours a day but the battery was still empty. It was also reported the patient was getting adequate coupling bars (6-8 bars) when trying to charge. The patient's last successful recharge of the ins was in (B)(6) 2017 before a shoulder surgery that occurred in (B)(6) 2017. After the surgery at the shoulder in (B)(6) 2017, the charging problems began. Factors that may have led or contributed to the issue included the patient having a surgery at the shoulder in (B)(6) 2017. An x-ray of the ins and data of the recharger showed no anomaly. It was verified that the ins wasn't flipped; the ins showed the same orientation as right after implant. Analysis of the data showed that the patient was recharging but the recharging time differed from the statement of the patient. It was confirmed that the ins was not overdischarged and a physician mode recharge was not necessary. Programming via the clinician programmer was not possible because of the low battery. No actions or interventions were taken yet. The issue wasn't resolved at the time of the report. It was asked but unknown if a surgical intervention was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was received for analysis.

Manufacturer narrative:
Analysis of the returned ins (serial (B)(4)) found no anomaly. Initial examination confirmed that the ins was in a discharged condition and a normal recharge was performed. Visual inspection of the ins did not reveal any significant anomalies. The ins passed a series of defined and qualified automated functional tests. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6) 2018 for approximately two hours and twelve minutes and the battery charged from 3.38 volts to 3.75 volts. A prior charge occurred on (B)(6) 2018 for approximately eleven minutes and the battery charged from 3.32 volts to 3.48 volts. The trace report showed patient usage during this session. Typical recharger coupling was 75-100% (6-8 bars). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was explanted on (B)(6) 2018. The ins was explanted because the patient stated that they were not able to recharge it. Using a new recharger, the recharging issue persisted. No one knew what the cause of the recharging issue was. A new ins was implanted and the issues resolved. It was noted that the information was confirmed with the healthcare professional.